Event description:
Bosotn scientific recieved information that this pulse generator (pg), right atrial (ra) lead as well as a competitor right ventricular lead were explanted due to an infection. The system will not be returned.

Manufacturer narrative:
Should additional information become available, this event will be updated.